Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd

Event description:
On (B)(6) 2025, a patient underwent a port placement procedure using the powerport m.r.I. Isp. During the procedure, it was observed that the silicone used to fill the suture holes securing the main unit had become loose. The silicone was attached when health professional opened the package, but it came off when health professional tried to thread the needle. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: one powerport MRI isp implantable port was returned for evaluation. Visual and microscopic visual evaluations were performed. One suture plug was received detached from the port body. No visual defects were observed in or around the area of the suture hole. No remarkable anomalies or defects were observed on the detached suture plug. The manufacturing site evaluation states that based on the visual evidence provided to reynosa for evaluation, the issue reported as "detachment of the suture plug" is confirmed. The review of the manufacturing process did not indicate that this damage is related to the regular manufacturing process. Additionally, the suture plug showed signs of punctures. No ncs were found in the database." Therefore, the investigation is confirmed for the reported suture plug detachment issue. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. D4 (unique identifier (UDI) #), e1, g3, h6 (device, method, result, conclusion) section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a port placement procedure using the powerport m.r.I. Isp. During the procedure, it was observed that the silicone used to fill the suture holes securing the main unit had become loose. Reportedly, the silicone was attached when health professional opened the package, but it came off when health professional tried to thread the needle. There was no reported patient injury.